Event description:
While troubleshooting a leak from the coulter act diff analyzer the field service engineer (fse) found that tubing had become disconnected from the red blood cell (rbc) bath. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that tubing had become disconnected from the rbc bath. The fse reattached the tubing, which resolved the issue. The repairs were verified per established procedures. (B)(4).